Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is a paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that insulin pump alarmed motor error. Customer's blood glucose is 15.6 mmol/l. Drive support disk is normal. Customer states that they are able to rewind the insulin pump. Performed displacement test, test failed. Advised customer that insulin pump requires replacement and to discontinue use.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump received with motor error alarm loop during bolus delivery and a confirmed alarm in alarm history screen. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to confirm excessive no delivery alarm test due to motor error alarm. Missing end cap sticker noted.